Event description:
It was reported that the patient had a low flow alarm with syncopal episode on the night of (B)(6) 2022. There was also a pump stop that day for about 10 minutes due to suspected short to shield. The patient was on wall power at the time of the pump stop. The patient was symptomatic, losing consciousness twice. The patient called the hospital that night but their syncope and low flows were determined to be due to hypotension at the time. The patient was reportedly asymptomatic after the first episode. The log file review showed 5 pump stops and 5 low speed advisories on (B)(6) 2022 . Issues with the percutaneous lead were suspected as the main cause of these events. It was recommended to stay on battery power or use an ungrounded cable. On (B)(6) 2022 , tech services was onsite to perform a driveline repair. Visual inspection showed significant damage to silastic layer and rescue tape covering majority of driveline. Due to tears in this layer close to the patient exit site the driveline was opened approximately 3" from skin. Tech services noted areas of shielding breakdown and oxidation after removing bionate. Driveline swap caused the controller to go into backup mode so a controller exchange was performed. The procedure was then continued without further issue and the patient was provided with care instructions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller going into backup mode was confirmed via the log file. The downloaded log file contained 240 events spanning approximately 23 days (09jul2022 to 01aug2022, per the timestamp). In a review of the log file all data before (B)(6)2022 at 10:54:06 is irrelevant to this investigation. The final event of the log file was on (B)(6) 2022 at 10:54:06; the log file captured a yellow wrench alarm corresponding to a driveline fault (internal error code 16). The recorded phase values were noted to be lower than the initial recorded values indicating a correlation between the phase value and the driveline fault alarms. Due to the final event in the log file, the resolution of the alarm was unable to be observed. The log file did not capture the power cables or the driveline being disconnected from the controller before exchanging it, indicating that the controller was in backup mode. The returned system controller was functionally tested and operated adequately during the analysis, and no backup mode was reproduced during the investigation. As a result, a correlation between the reported event and the system controller could not be established. The analysis could not conclusively determine the exact cause of the reported event. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii system controller was shipped to the customer on 18dec2018. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.